Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with signification inflammation with fibrin in the anterior chamber of the left eye one day post treatment. The patient's lubricating eye drops were increased as well as the topical steroid eye drops. The patient is improving and is planning on having cataract surgery on the right eye at a later date. Additional information requested.

Manufacturer narrative:
Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4)